Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval and the alinity m resp-4-plex assay, list number 09n79-095, which received FDA approval.

Event description:
Customer reported false positives results for rsv target on the alinity m instrument while testing alinity m resp-4-plex assay. Customer reported sample ID (sid) (B)(6) and sid (B)(6) were both low positive for rsv target with a cycle threshold (CT) around 40. These two sids were retested as negative. Customer also reported other similar cases of low positives that were retested and turned-out negative. Technical application specialist (tas) downloaded the logfiles for analysis: results show a 'starting' amplification curves, giving a CT value close to the detection threshold for the target (cut-off at 42 CT) tas also explained that reruns being negative are not surprising because these samples are close to the detection limit (42 CT). Tas explained to the customer that they correctly interpreted these results as negative, considering the patient's clinical context. There was no report of impact to patient management.

Manufacturer narrative:
Investigation is summarized as follows: customer data review. The customer data was reviewed with respect to the reported sids. The runs associated with the reported samples were valid, as no error codes were generated for the samples or the available abbott quality control. The false positive samples exhibited low amplification in comparison to completed positive controls, indicating a weak positive signal. The curves appeared as expected for low positive samples. The curves appeared as expected for low and negative samples. Quality data review. Device history record / batch record review: the manufacturing packets for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 (including the complaint components) were reviewed to identify if there were any issues related to the reported complaint. Review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 (including its components) did not identify any issues that could result in the reported complaint. No records related to the reported complaint were found that documented any issues which could result in the reported complaint. The quality control (qc) amp kit masterlot testing for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 (including components) met all validity and acceptance criteria. No issues related to the reported complaint were found during qc testing. CAPA / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. Lots 414712 and 4147121 were searched. A part specific CAPA review was performed for part 9n79 to identify any existing internal quality records which could result in the reported complaint during production or internal use records related to the reported complaint and part. Retain / file sample review the lot 414712 was tested. The qc testing for alinity m resp-4-plex amp kit list 09n79-090 lot 414712 met all validity criteria and acceptance criteria for all four analytes. The disposition was pass. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the case being investigated, which reported discrepant false positive results for the rsv analyte while using alinity m resp-4-plex amp kit (list 09n79-090) lot 414712. Complaint trending was completed. The upper control limit (ucl) was not exceeded for part 9n79. No adverse trend was identified. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 was not identified.

Manufacturer narrative:
Following fields have been updated: b5 to clarify samples retested, d4 for lot number, expiration date, UDI, and h4 for device manufacture date.

Event description:
Customer reported false positives results for rsv target on the alinity m instrument while testing alinity m resp-4-plex assay. Customer reported sample ID (sid) (B)(6) and sid (B)(6) were both low positive for rsv target with a cycle threshold (CT) around 40. Customer reported that these two sids were validated as negative without a rerun. Customer also reported other similar cases of low positives that were retested and turned out negative. Technical application specialist (tas) downloaded the logfiles for analysis: results show a "starting' amplification curves, giving a CT value close to the detection threshold for the target (cut-off at 42 CT) tas also explained that reruns being negative are not surprising because these samples are close to the detection limit (42 CT). Tas explained to the customer that they correctly interpreted these results as negative, considering the patient's clinical context. There was no report of impact to patient management.